Event description:
It was reported that during a routine follow up office visit, the right atrial (ra) lead exhibited an increase in pacing threshold. The ra lead remains in use based on medical judgement. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 439688 implantable pacing lead, implanted: (B)(6) 2013; product ID: c4tr01 cardiac resynchronization therapy pacemaker, implanted: (B)(6) 2013; product ID: 5086mri52 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).